Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The investigation confirmed the device has the flare detached. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.

Event description:
On (B)(6), 2014 bsc received a second unreported device with the device returned from manufacturer report # 3005099803-2014-03185. It was revealed that the flare had detached. It was confirmed that this device was a second device used during a procedure on (B)(6), 2014 (manufacturer report # 3005099803-2014-03185). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.